Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the novel lead had failed to capture and had unspecified impedance problem. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and ¿impedance problem¿ were confirmed. As received, a complete lead was returned. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing was normal. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which caused the reported events. Visual and x-ray inspections of the lead did not find any other anomalies.